Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the hospital staff turned on the device, then 'buzzer defective' and 'self test failed' occurred. But they used the device because it started up properly after it was rebooted. They turned it off after it was used for a patient. They turned it on, then 'buzzer defective' and 'self test failed' occurred.